Manufacturer narrative:
(B)(4) customer returned the alleged deficient product on 4/25/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
The customer's husband reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 70 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin (sliding scale) to manage diabetes. The customer provided that they have not had any recent changes to diet. On (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 184 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/25/2017 and open vial date is 03/01/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient meter;unable to evaluate and confirm complaint. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
The customer's husband reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 70 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin (sliding scale) to manage diabetes. The customer provided that they have not had any recent changes to diet. On (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 184 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.